Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and no device problems were confirmed.

Manufacturer narrative:
Event date added to section b3 and device return information added to h6.

Event description:
Information was received indicating that a smiths medical legacy 1 pump had a lec 1610 and a cracked front case. There was no reported adverse event.